Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure, the surgeon felt a shock from the procise wand when he placed his foot on the coblator pedal. The procedure was successfully completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case correspondence, the wand was reportedly external to patient when the incident occurred. The procedure was successfully completed using a new smith and nephew backup device without delay. As of the date of this medical investigation, the requested clinical documentation including the surgeon¿s current health status has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The impact to the surgeon beyond the reported electrical shock cannot be determined. There were no patient complications or injuries reported. No patient harm or complications have been reported. Therefore, no further clinical/medical assessment can be rendered at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.